Event description:
The event is reported as: the customer alleges that the cuff would not inflate or seal upon insertion on a pt. The doctor removed the lma classic size 5 from the pt and noticed a hole in the cuff. No pt injury/harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.